Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that they were attempting to place the catheter in the pt's right wrist. The insertion was normal, got flash, started to advance the spring wire guide (swg) and met resistance when swg advanced to black line. They tried to pull the swg back, but could not. At which time, they removed the whole integral piece and a piece of the swg was missing. As a result, two x-rays were performed and a small incision was made to the pts' right wrist. The piece of guidewire was removed. Another catheter was placed in the pt's left wrist. There was a 45 minute delay in treatment, no pt death and no pt complications reported.